Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Provider states the sling is splitting at the seams. MDR filed.

Manufacturer narrative:
(B)(4). Initial pr issued MFR report # 1525712-2013-02306 indicating the product as a wheelchair accessory. The correct product is a non-ac powered patient lift.